Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus and failed storage. A field service engineer observed that tower doors 58 were found to failed and were not detected on the bus, and a reboot did not resolve the issue. The medcart cable connection from the communication sled to the tower was inspected and found to be intact, but the tower's secondary controller for doors 58 and the medcart cable were swapped as a precaution against possible intermittent failures. Tested the doors using hardware test application was not possible due to system-wide active directory issues affecting the environment. The communication sled was removed and replaced, and the towers were reconfigured using a tech login. The customer support centre agent assistance was executed to resolve a configuration bug. Data synchronization was then performed using the login, which successfully recovered the drawers. However, hta validation tests could not be completed due to ongoing active directory issues. Everything tested good in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.